Event description:
This is a spontaneous case report received on 13-jun-2016 from a lawyer in the united states, on behalf of a plaintiff in united states. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007. Shortly after undergoing the essure procedure, an hysterosalpingogram was performed and plaintiff was advised that her coils were properly placed. However, her post procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, chronic fatigue, and excessive rashes. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from multiple physicians but was unable to resolve her symptoms. As a result of heavy bleeding and pain, her treating physician recommended that she undergo a hysterectomy in or around (B)(6) 2015. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 23-jun-2016: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy menstrual bleeding and increasingly severe pain. Her treating physician recommended that she undergo a hysterectomy. These events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital bleeding or menses pattern changes may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, as although it is unclear if essure was actually removed, a surgical intervention will be likely required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') and menorrhagia ('heavy menstrual bleeding/bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), rash ("excessive rashes") and device expulsion ("coils were interwined in my uterus right / tubes were completely open"). The patient was treated with surgery (hysterctomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, back pain, abdominal distension, abdominal pain, fatigue and rash had not resolved and the device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, fatigue, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: event device expulsion aws added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') and menorrhagia ('heavy menstrual bleeding/bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), rash ("excessive rashes"), device expulsion ("coils were interwined in my uterus right / tubes were completely open") and haematoma ("hematoma 9 days after surgery"). The patient was treated with surgery (hysterctomy). Essure was removed in june 2015. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, back pain, abdominal distension, abdominal pain, fatigue and rash had not resolved and the device expulsion and haematoma outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, fatigue, haematoma, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: haematoma. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received- new event hematoma 9 days after surgery was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') and menorrhagia ('heavy menstrual bleeding/bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), rash ("excessive rashes"), device expulsion ("coils were interwind in my uterus right / tubes were completely open"), post procedural haematoma ("hematoma 9 days after surgery"), acne cystic ("cystic acne") and alopecia ("hair is thinning"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, back pain, abdominal distension, abdominal pain, fatigue and rash had not resolved and the device expulsion, post procedural haematoma and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne cystic, alopecia, back pain, device expulsion, fatigue, menorrhagia, pelvic discomfort, pelvic pain, post procedural haematoma and rash to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: haematoma. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event acne was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') and menorrhagia ('heavy menstrual bleeding/bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), rash ("excessive rashes"), device expulsion ("coils were interwined in my uterus right / tubes were completely open"), post procedural haematoma ("hematoma 9 days after surgery"), acne cystic ("cystic acne") and alopecia ("hair is thining"). The patient was treated with surgery (hysterctomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, back pain, abdominal distension, abdominal pain, fatigue and rash had not resolved and the device expulsion, post procedural haematoma and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne cystic, alopecia, back pain, device expulsion, fatigue, menorrhagia, pelvic discomfort, pelvic pain, post procedural haematoma and rash to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: haematoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.